Manufacturer narrative:
(B)(4). Unit passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. However, power graph shows unexpected battery power loss at different durations of time, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. The customer stated that this was the second occurrence of replace battery now alarm in less than 8 hours after a low battery alert. The customer stated that they did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The device will return for analysis.